Event description:
It was reported that the xience prime stent delivery system (sds) was advanced without resistance and positioned in the mildly calcified left anterior descending coronary artery. During attempted stent deployment, the balloon would not inflate at all, at any pressure, during the first inflation and the stent did not expand at all. A balloon pinhole or rupture was suspected although none was observed. The device was removed without difficulty and replaced with another xience prime. There was no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device noted blood in the guide wire lumen, on the shaft, on the balloon, and on the stent implant, which is consistent with guide wire advancement and advancement into the body. There was blood in the inflation lumen and hub, which is consistent with a leak. There was contrast on the shaft and in the inflation lumen, which is consistent with handling and preparation for use. The undamaged stent implant was stationary between the markers of the tightly folded balloon. There was a kink in the hypotube 2mm proximal to the distal end of the hypotube and there was a hole protruding upward in the outer member at this same location. The inflation device used during the procedure was not returned. A new indeflator was used in an attempt to pressurize the balloon; however, fluid leaked out the hole in the outer member, thus confirming the reported event. The shaft was cut distal to the guide wire exit notch and the balloon was pressurized to nominal pressure of 10 atmospheres (atm) and the stent implant expanded. The balloon was pressurized to rated burst pressure of 18atm and the balloon held pressure with no rupture noted. In this case, there was no report of any damage/leak noted during inspection or preparation prior to use, which suggests that a product deficiency did not contribute to the reported event. It is likely that the shaft was inadvertently damaged during preparation for use and/or use, which subsequently resulted in the failure to inflate. There were multiple bends throughout the entire length of the hypotube, which likely occurred during the procedure and/or during handling, packaging, and shipment back to abbott vascular for analysis. There is no indication of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and revealed no other similar incidents reported for this lot. All stent delivery systems are visually inspected for damage and leak tested on the manufacturing line. Additionally, a sampling of units is destructively tested to verify inflation to rated burst pressure prior to release.